Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a harmonic ace instrument fractured. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not come into contact with any other objects. It is unclear if a fragment fell inside the patient. However, the surgeon indicated that nothing was left inside the patient.